Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Additionally, when attempting to load the second cartridge, the customer reported that it was difficult to load the second cartridge. Reportedly, the customer had to use more force than normal to install the cartridge. The customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.